Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient expired. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2017, where a 27mm watchman ® laa closure device & delivery was implanted. Six days post implantation; the patient was admitted to the hospital for a gastrointestinal bleed (gi) and had also been experiencing end stage renal disease. An echocardiogram was completed and was unremarkable. Seventeen days later, the patient was discharged and died that afternoon. The cause of death is not known.